Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss was reported. Product was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via product. The probable cause could not be determined via product.

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).